Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant there was oversensing and potential loss of capture on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). It was also noted there was possible far field r-wave (ffrw) oversensing and high thresholds on the ra lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.